Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. The caller stated the patient thought the stimulator was not working because when he interrogated the ins using the patient programmer (pp) there was supposed to be and a and b that lit up but only the b was showing up. It was reported the caller had already contacted the managing hcp and they said they interrogated the ins recently and it was working normally. During the call, it was determined the stimulator was turned off. It was reviewed the caller should verify with the hcp that the device should be turned on. No symptoms or complications were reported or anticipated.